Event description:
It was reported that due to the patient complaining about her knee locking; surgeon removed the insert.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.